Manufacturer narrative:
The field service engineer found the electrodes were not performing up to the expected standard. He checked and replaced the sample probe and performed adjustments, and checked and replaced the electrodes. After replacement, the system performed as expected. Mechanical and operational checks all passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen2 sodium results for one patent sample and for qc material from the cobas pro ise analytical unit serial number (B)(4). The initial result was 150 mmol/l and was reported to the physician. The physician questioned the result, as it was higher than the patient's normal result. The sample was repeated with a result of 140 mmol/l. The repeat result was believed to be correct.